Manufacturer narrative:
The DHR review on the lot number provided was found to be complete and accurate. Sterilization records reviewed and found to be in compliance with the quality standards for maintaining the required steriliity assurance level. No samples available for review. No causation was able to be established between the vapro catheters and the reported urinary tract infection.

Event description:
It was reported that the end user using the vapro plus pocket catheter experienced urine leakage from the connection between the catheter and leg bag. In addition, it was reported that the urine was not draining into the bag, that it is retracting and going back into the bladder and that it was causing uti's.